Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1). The system was tested and verified as ready for use. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm1 was returned for failure analysis, and the reported mechanical defect error was confirmed and replicated. In system logs, a 31226 error was found indicating a communication latency fault on the usm motor axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where fiber check was found to be failing on the clock spring. Once testing was completed, the clock spring fiber was applied behavior analysis (aba) tested and was verified to be the source of the fault. The complaint was confirmed based failure analysis. The clock spring fiber was found to be the root cause of the reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that the user experienced stiffness in the wrist of universal surgical manipulator (usm1) when using the prograsp forceps instrument. The user completed the procedure and noted the issue, with no other instruments being used and no errors or messages reported. No additional troubleshooting was conducted at that time. The procedure was completed as planned with no reported issue.